Manufacturer narrative:
H4: the device was manufactured on november 28, 2022 - november 30, 2022. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. The photograph was visually inspected, and one photo showed fluid inside the device bladder and the other showed the drug label on the device. The reported condition was verified based on the photographs. The cause of the condition could not be determined; however, the following factors may affect the flow rate and be a potential cause for the underinfusion report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products' instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.